Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to peri-prosthetic fracture. Revision njr number: (B)(4), side: r , primary asa: p3 - incapacitating systemic disease. The product kpon38sp, advance® onlay all-poly patella 38mm single peg was not revised.